Event description:
It was reported that the patient was found to have disconnected themselves from the mobile power unit (mpu) according to staff. Log file review captured multiple pulsatility index (pi) events in addition to multiple low power advisory/hazard on (B)(6) 2022 due to normal battery depletion, not disconnection from the mpu. It appeared as though the patient slept on battery power the night of (B)(6) 2022, which was not advised. There were no other unusual events recorded in the log file event history. The patient ultimately died on (B)(6) 2022. The cause of death was compassionate withdrawal of care per family wishes due to underlying medical conditions. The patient had bleeding from the bladder due to a traumatic injury from foley catheter (fc) self-removal and a urinary tract infection (uti). Failure to thrive due to poor oral intake secondary to hemorrhagic stroke with residual neurological deficits also contributed to the decision to withdraw care. The device was not returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Related manufacturer's report # capturing stroke: 2916596-2022-01790.

Event description:
The patient's death was not thought to be device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Although a specific cause for the patient's urinary tract infection could not be conclusively determined, the infection was not considered to be device-related. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Expected 14-volt battery depletion with low power alarms was captured on 01mar2022. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. It was reported that the device operated as expected, and the event was not considered to be device-related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28nov2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death, localized infection, and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. Additionally, section 6 provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.